Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical investigation: a temporal relationship exists between pd therapy utilizing the fresenius cycler with fresenius cassette and the patient¿s previous event of peritonitis. However, there were no reported allegations, not any objective evidence that a fresenius cycler/ fresenius cassette malfunction or product deficiency was associated with this event. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. The patient¿s pd culture yielded growth of pseudomonas which is an organism that is widely found in the environment. Moreover, pseudomonas can colonize in humans and cause infections. Therefore, the patient¿s peritonitis event can be attributed to the patient being a carrier of the bacteria, as reported by the patient¿s nurse.

Event description:
In a customer experience survey, it was reported that this patient decided to stay on incenter hemodialysis due to previous peritonitis infections. There were no recorded issues with a fresenius device, or product in relation to the reported event. In an additional follow-up call, a hemodialysis nurse familiar with the patient stated the patient was previously on peritoneal dialysis (pd) in 2019. At fresenius south airways clinic. The nurse the confirmed that the patient had one episode of peritonitis on (B)(6) 2019. It was reported the patient¿s pd culture grew the bacteria pseudomonas. The patient was treated with unspecified antibiotics at that the time (details unknown). Additionally, the patient had the pd catheter (not a fresenius product) removed and was transitioned to hemodialysis. Per the nurse, the peritonitis was not related to any issues with fresenius products. Rather, the patient attributed the event to the patient being a carrier of pseudomonas.